Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with sensor error, bent cannula, and differences with blood glucose level and sensor readings. The customer's blood glucose level at the time was 260mg/dl. The customer states they treated levels with manual injection, and they are not on the pump, but are connected to the sensor. Troubleshoot was conducted and found bent cannulas. The customer was advised that the large shifts in readings could cause the sensor error. The customer states that they received a sensor error and calibration error once more. Troubleshoot was conducted. The customer was advised that the sensors may be malfunctioning, and that they would be replaced.